Event description:
A customer reported an issue where their device did not display the amount of insulin used in a day and did not stop insulin delivery when running low. There was no reported impact on the customer's blood glucose level. No additional information was received regarding the outcome of the event, and the customer did not request further follow-up from technical support.